Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of defective powerglide pro devices was confirmed, and the cause appeared to be manufacturing related. The products returned for evaluation were three sealed 18 g cm powerglide pro kits and two 18 g cm powerglide pro devices. Both the needle bevel and the distal catheter tip were microscopically inspected on each returned sample. This examination revealed an abnormally formed catheter tip on four of the returned devices. The edges of the catheter tip were observed to be somewhat rough, and the taper of the catheter tips were observed to be somewhat abrupt. A small gap between the catheter and needle shaft was observed on some of the samples. This resulted in a rough transition between the two components. It appeared that the catheter tip was incorrectly formed during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of regn0389 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported "upon sticking patient with pg the patient experienced severe pain and the device would not penetrate the through the vein wall. The bevel would attempt to penetrate the vein however the rest of the device would not." (B)(6) 2022 - photographs of three samples were returned for evaluation. The catheters shaft exhibits a deformation on the returned samples. This report addresses the first sample.